Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2005.

Event description:
It was reported that it was suspected the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.